Event description:
It was reported that a plum set "during a toilet break, the secondary port was discovered to have ruptured after 1 hour of infusion and caused the taxol drug to leak. There was a 2- 3-hour delay in infusion, and spill kits were used. The status of the patient at the time of the event was awake and normal. No critical delayed occurred due to the event. The set was replaced and therapy resumed without any problem. No unprotected chemotherapy exposure to the patient, health care worker or other personnel. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation, however, a picture sample is available; investigation is not yet complete.

Manufacturer narrative:
A photo was returned showing the secondary port of the cassette broken. The shape of the deformation was angled typical of a bend break. The cassette was inserted into the plum pump and occurred an hour into infusion. No samples were returned for investigation. The reported complaint of a break and subsequent leakage can be confirmed on the 140099291 primary plum set. The probable cause is due to an unintentional bending force during use. The device history review (DHR) for lot 7882733 was performed and no nonconformities were found that would have led to the reported complaint.